Event description:
The account stated the ausab quantitation product correction letter dated 7/25/2007 was sent to the chemistry department and was not forwarded to the microbiology department where testing is performed until recently. The account requested the kit enclosure letter for reagent lots 46399m101, 42105m100 and 52053m101. The account stated ausab quantitation results were reported without considering the bias. The account discontinued the ausab quantitation eia as of 11/26/2007. It is unk if any suspect results were reported outside of the lab. No impact to pt management was reported.

Manufacturer narrative:
Complaint was resolved by customer support interaction and a customer letter was sent. A product correction letter was sent to the customer indicating potential bias with specific lots of ausab quantitation panel. The account stated they will proceed with a look back on pt results. This is a final report.